Event description:
There was an allegation of questionable elecsys hiv duo and elecsys hbsag ii results for 1 patient on a cobas e 801 analytical unit. The initial elecsys hiv duo result was reactive. On(B)(6) 2026, the sample was sent for confirmatory testing. The confirmatory hiv (geenius method) test result was "confirmed non-reactive". The initial elecsys hbsag ii result was reactive. On (B)(6) 2026, the sample was sent for confirmatory testing. The confirmatory (roche e801 eclia method) test result was "confirmed non-reactive". This medwatch will apply to the elecsys hiv duo assay. Please refer to the medwatch with a1. Patient identifier(B)(6) for information related to the elecsys hbsag ii.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The elecsys hbsag ii results were obtained on a cobas e 801 analytical unit with serial number (B)(6). The investigation is ongoing.